Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported intervention and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been sought medical attention for hyperglycemia. The patient's blood glucose levels reached 600 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include nausea and vomiting. The patient reports the upon removal of the pod the cannula was found to be bent which was previously reported. The patient reports having gone to urgent care. Medical treatment information was not provided. The patient reports during this call their blood glucose level was at 384 mg/dl.